Event description:
It is reported that the device was implanted in 2004 and revised in 2009. The metal peg was found to be fastened to the tibial plate with the screw still holding the metal peg in place. The plastic insert had loosened and was removed from the tibial plate with the metal stem still attached to the tibial plate. The plastic had worked loose of the supporting peg. Upon examination, the peg and insert can be coupled together, but there has been some significant wear to the poly on the peg.

Manufacturer narrative:
Evaluation summary: as returned, the support post is disassociated from the articular surface and there is no longer a press fit condition between the components. A measurement of the diameter of the superior hole in the articular surface that mates with the support post found to be oversized by 0.003" the unintended forces placed on the articular surface after loosening in vivo most likely contributed to this condition. It is reported that at the time of the revision that the locking screw securing the articular surface/support post assembly was loose, but not completely unthreaded. It can not be determined if the locking screw loosened first, then the support post disassociated or visa versa. During previous investigations with the surgeon in 2007, it was found that he was previously not following the surgical technique and that he did use lcck on patients that were contraindicated for the implants. The portion of the surgical technique not being followed was the impaction of the stem extension into the tibial baseplate. He was not using a large enough mallet, which can lead to disassembly of the stem extension and ultimately causing screw loosening. Given that the original surgery date was in 2004, prior to the surgeon correcting his or technique and potentially modifying his patient selection for the system, this failure may have been caused by either of these issues. Based on the available information, a definitive root cause can not be ascertained at this time. Device history records indicate all components were manufactured and inspected to specification.